Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer reported that the high blood glucose levels 414 mg/dl. The customer also reported that the pump had a failed battery alarm. The customer was advised that the insulin pump will need to be replaced and was advised to revert to back-up plan.